Event description:
Malfunction: aborted procedure due to low energy output. A laser operator reports that the surgeon accidentally stepped on the laser pedal without intending to treat. There were no laser shots delivered to the eye as the proper sequence of centering first with the center pedal, did not take place. After realizing this, the surgeon aborted the case on the laser console and reloaded the treatment and completed surgery. The surgeon does not feel there has been any harm or injury to the pt caused by this event and does not wish to send any pt data.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager reviewed the log file and found that the system performed as intended on the day of the pt's surgery. There was no system generated error messages or interruptions. A review of the complaint database for the prior three months revealed no other similar complaint was reported for the system. Conclusion: based on the result of the investigation, the root cause of this event was user error, specifically the surgeon inadvertently stepped on the foot switch before he intended. (B) (4). (B) (4). (B) (4).